Event description:
Same cases as 2134265-2010-00873, 2134265-2010-00874, 2134265-2010-00875. Complaint is reportable based on analysis results completed (B)(6) 2010. It was reported that during a percutaneous coronary interventional procedure, resistance was felt loading the burr on the wire. The lesion was located in a left anterior descending coronary artery (lad). While attempting to load a 1.5mm rotalink system onto a floppy rotawire, resistance was felt between it and the wire. The rotalink plus and floppy rotawire were exchanged for another set of the same devices. The same difficulties with loading occurred with this set. A 1.75mm rotalink plus and a ex support rotawire were used to successfully complete the case. No patient complications occurred. The patient status was satisfactory. Analysis results of the rotawire revealed spring tip damage and missing solder.

Manufacturer narrative:
(B)(4). Unit received loaded inside protective hoop, preliminary visual did not find any obvious anomalies". The rotawire shows the spring tip fractured, missing, approximately 2 cm is missing from distal end. The fractured site was sent to sem (scanning electron microscopy) fracture analysis. The sem results: "the fracture surface is characterized by material cracking and propagation caused by a reversed bending. Eds analysis revealed a high concentration of an oxide film on one part of the fracture surface. No other material anomalies were noted. The burr may have contacted the spring tip solder when difficulties encountered during insertion in preparation causing the fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)